Manufacturer narrative:
Citation: akodad m, et al. Transcatheter aortic valve replacement performed with selective telemetry monitoring: a prospective study. Int j cardiol. 2021 may 1;330:158-163. Doi: 10.1016/j.ijcard.2021.02.028. Epub 2021 feb 20. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve (tav) replacement with selective telemetry monitoring. All data were collected from a single center in 2017. The study population included 449 patients (predominantly male, mean age 82 years), 265 of whom were implanted with medtronic evolutr. The remaining patients were implanted with a non-medtronic balloon expandable tav. No serial numbers were provided. Among all patients, three deaths were reported. None of the deaths were attributed to a medtronic device. Among all patients, adverse events included: unstable hemodynamics, pericardial effusion requiring treatment, major bleeding, left ventricle perforation, valve migration, major vascular complications,major bleeding, cerebral vascular accident (cva), ventricular arrythmias, left bundle branch block (lbbb), high degree atrio-ventricular (av) block and permanent pacemaker implant. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.